Manufacturer narrative:
Load not recalled and suspected positive bi.

Event description:
A customer reported a positive result with a cyclesure® 24 biological indicator (bi) after a completed sterrad® 100s cycle. The bi was incubated for 12 hours. After sterilization the chemical indicator (ci) changed color correctly. The load included 2 stryker batteries, 1 large stryker battery 7215, and 2 skinny dopplers. The load was partially released and used on patients before the results were confirmed. The load items released were 1 skinny doppler and 1 battery. There was no injury or harm associated with the issue. The customer reported they used a non-approved kimberly clark wrap in the load with the positive bi. The customer has stopped using the wrap and subsequent bis have been passing. This event is reported to the FDA since the load was partially released and used on a patient(s) before the cyclesure® 24 biological indicator (bi) results were confirmed.

Manufacturer narrative:
Manufacturer date: 06/30/2014. Method: no product was returned. Asp investigation summary: the investigation included a review of the device history record, trending of the product malfunction codes and lot number, failure mode and effects analysis, and health hazard evaluation. ¿ the DHR was reviewed and the involved lot met manufacturer specifications at the time of release. No anomalies were observed that would contribute to the customer's experienced issue. ¿ trending analysis for the product code of 'suspected positive bi" was reviewed from august 2013 through july 2014. The risk is categorized into "limited." ¿ trending analysis for the product code of ''load not recalled" was reviewed from july 2013 through august 2014. The risk is categorized into "moderate." ¿ trending analysis by lot number was reviewed from 06/30/2014 to 09/01/2014. No significant trend was observed. ¿the fmea was reviewed and indicates that the rpn associated with positive bi is at an acceptable level. ¿ the hhe was reviewed for the risk of using instruments from a load with a positive bi result which leaves a potential risk of the load not being successfully sterilized, thus could potentially transfer pathogens to patients. Each sterilization cycle is also monitored with physical parameters and chemical indicators. For the general population, the body¿s defense mechanisms make the chance for any organisms to establish into the body and cause infection to be relatively rare, especially factoring in the frequent use of prophylactic antibiotics prior to surgery. If a patient were to become infected, medical intervention would be required to resolve the infection. It is unlikely for an infection to occur; however, should it occur it could be significant for patients at greater risk. The product malfunction code of "load not recalled" was added because the customer did not successfully recall all items in the load. It is not related to a functional failure of the product. Further investigation into this issue is not required since the code is used for medwatch reporting purporses. Thirty-four (34) retains bis were subject to functional evaluation. Thirty-two bis met specification as no growth was observed after incubation. Also, no damage or leakage was observed with the retains. The suspect bi is not available for evaluation. It is unlikely the suspected positive bi was caused by a performance issue in lot 18114a01 since the retains met functional specification, DHR review found no anonalies that would contribute to a positive bi result, and lot history review found no significant trend in this lot. Sterrad performance is also unlikely since the cycle passed and the customer indicated subsequent bis were negative for growth. The customer stated the kimberly clark wrap was incompatible for use in the sterrad; therefore, the most likely cause of this issue is load related. No retraining from asp is needed since the customer self identified the issue and stated they will no longer use the wrap. The severity of the suspected positive bi was defined as ¿negligible.¿ tracking and trending data has not identified a trend that requires further investigation. As a result, root cause evaluation will not be performed.